Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use. The outcome of the event is unknown as of this MDR evaluation.